Manufacturer narrative:
Additional information: section d4 (serial number) was updated from unknown to . Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email report of adc freestyle libre 2 needle was missing from the sensor. On (B)(6) 2021, as a result, the customer, who is a nurse, reported that they experienced a hypoglycemic event that required unspecified medical treatment by a facility housekeeper. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date reported as "yesterday." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email report of adc freestyle libre 2 needle was missing from the sensor. On (B)(6) 2021, as a result, the customer, who is a nurse, reported that they experienced a hypoglycemic event that required unspecified medical treatment by a facility housekeeper. No further information was provided. There was no report of death or permanent injury associated with this event.